Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt rec'd a pump exchange due to a clotted pump.

Manufacturer narrative:
The device was successfully exchanged with another lvad. The reported event of thrombus can be confirmed. A review of the device history records revealed no deviations from mfg or qa specs. Examination of the vad found a large, tissue like thrombus adhered to the lumen of the polyester graft. The wide section of the thrombus showed ribbing identical to convolutions of the graft. The narrow portion of the thrombus displayed a pitted surface that appeared to mimic the textured surface of the intel elbow. The lumen of the thrombus showed smooth, narrowing flow path through the inflow graft conduit and into the inlet elbow. The examination could not determine a root cause of the deposition. The narrow flow path created by the thrombus would have restricted blood flow to the pump. No further info is available. The MFR is closing its file on this event.